Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y connector s660 line accessory was attached between the return line of the patient access (catheter), the return line of a prismaflex set, and the calcium infusion line when it was found to be broken and leaked at the calcium line connection point. This occurred during continuous renal replacement therapy in the intensive care unit. The volume of blood loss was 20-30ml. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph was provided for evaluation. Visual inspection of the photo did not identify any abnormalities that could have contributed to the reported condition. Visual and leak testing were performed on retention samples, and the products were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was not determined as no further or actual sample testing could be conducted.